Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid saphenous vein graft (svg). A 4.0x38mm synergy&#10244;rug-eluting stent was advanced and was successfully deployed to treat the lesion. Following deployment, the proximal edge of the stent was post dilated with a 5.5x12mm nc emerge balloon catheter. The physician then noticed that there was some debris in the distal area of the svg. An aspiration catheter was attempted to advance through the stent; however, the aspiration catheter came into contact with the proximal edge of the previously implanted stent and caused deformation. The aspiration was accomplished and the physician was able to use the same balloon catheter to post dilate and correct the deformation. No additional stent was required and the procedure was completed. No patient complications were reported.